Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the areas skin is broken underneath the vibration box and itching beneath the te pads from tight garment. There was no alleged device malfunction contributing to the irritation. The irritation was reported by the patient's nurse, but there is no indication that the patient received medical intervention for the irritation. Reporting out of an abundance of caution. The outcome of the irritation is unknown as follow up attempts were unsuccessful.